Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of 560 mg/dl due to bent cannulas. Customer felt symptoms of dehydration, vomiting, stomach sickness. The customer was treated for their blood glucose with IV drip. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and sent the product back for analysis.